Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was experiencing high blood glucose levels over 400 mg/dl while on vacation. The caller stated that the customer had not had any bent cannulas. The insulin pump was not replaced or returned for analysis.